Event description:
It was reported that the patient was diagnosed at the one (1) month post operative visit ((B)(6) 2012) with ocular hypertension, 51mm hg. On (B)(6) 2012, the patient underwent surgical intervention to dissect the conjunctiva where a suture was cut in order to resolve the hypertension. On (B)(6) 2012, the ocular hypertension, (intraocular pressure) resolved, 29mmhg. On (B)(6) 2012, the 3 month post op visit, the doctor reported no complications. The ocular pressure was 12mmhg, and resolved.

Manufacturer narrative:
(B)(6). (B)(4) - baerveldt shunt. PMA: k955455. (B)(4) the device remains implanted. Prior to release to market, the shunt met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.